Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments and blood was observed in the helix housing. Testing was completed to assess lead electrical performance of both segments. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances and high pacing thresholds. A revision procedure was performed and the high measurements were recreated via a pacing system analyzer. An attempt was made to reposition the ra lead but helix extension difficulty was encountered. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances and high pacing thresholds. A revision procedure was performed and the high measurements were recreated via a pacing system analyzer. An attempt was made to reposition the ra lead but helix extension difficulty was encountered. This ra lead was explanted and replaced. No additional adverse patient effects were reported.